Manufacturer narrative:
Investigation ¿ evaluation. It was reported by, (B)(6), ¿hub was leaking, preventing the adapter from connecting.¿ as reported, on (B)(6) 2020, a male patient whom had an ultrathane wills-oglesby single lumen percutaneous gastrostomy set (rpn: wogs-1200, product lot number: unknown) in place for an unknown amount of time stated that ¿leakage was constant from the catheter and they were unable to insert the feeding tube adaptor into the hub.¿ it was reported the patient went two days without proper nutrition due to leakage. The tube was successfully replaced with another similar device (unknown rpn or product lot number). No other adverse events were reported. A review of the complaint history, instructions for use (IFU) and quality control was conducted during the investigation. The visual inspection of the complaint device could not be completed, as the device was not returned for investigation. However, a document based investigation evaluation was performed. A review of the device master record found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no inspection of the product, and the results of the investigation, a cause can be traced to a component failure without design or manufacturing defect. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
H6 - patient code: no code available (3191) - the tube was removed and replaced. H6 - device code: fluid leak (1250) - the tube was reported to be constantly leaking. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 11mar2020 stating that the catheter hub was leaking. Leakage was constant from the catheter and the feeding tube adaptor was unable to be inserted into the hub. There was no damage noted to the hub. The patient had the complaint device removed and replaced with a new tube. The type of tube used in the replacement is unknown.

Manufacturer narrative:
(B)(6). PMA/510(k): not exempt, preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported regarding a ultrathane wills-oglesby single lumen percutaneous gastrostomy set that "the top of the device does not attach properly and is leaking". The device was placed in a male patient and the issue happened on (B)(6) 2020. At the time of the initial report, the patient hadn't eaten in two days due to the malfunction and is "looking for a replacement top for the device". Additional information has been requested regarding the failure mode of the device but is currently unavailable. No other adverse effects have been reported for this incident.